Event description:
It was reported that a spectrum infusion pump had constant upstream occlusion alarms. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the constant upstream occlusion alarms. Evaluation found the upper reading on the ultrasonic sensor to be 230 with a fluid filled tube which is out of specification caused by a failed upstream sensor. The failed upstream sensor was replaced.